Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials, dob & weight not provided for reporting. (Other) UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery l4/5 tlif, surgeon was providing final tightening to locking caps of the first screw using the screwdriver shaft in a torque limiting handle with counter torque device. The instrument broke during final tightening and the screwdriver shattered in situ. There was another screwdriver in the set that could be used to achieve final tightening. Therefore all locking caps were locked correctly by the end of the procedure. Pieces were retrieved from the patient wound and nursing staff reconstructed the driver to make sure all pieces were collected. A final check x-ray / CT was done to double check for any fragments. The set was a consignment set, and there was a 1 minute delay to surgery time. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the broken screwdriver shows that the tip is broken off, as mentioned in the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in may 2012, and met fully to our specifications at the time of manufacturing and distributing. No non-conformance reports were marked in the DHR during production. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that this event to be caused during a mechanical overloading situation. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 03.632.400, lot 7867565: manufacturing site: (B)(4). Manufacturing date: may 07, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.